Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the ac adapter was physically damaged with a burnt pin located on the ac adapter's lemo connector. Carefusion scrapped the defective ac adapter and sent a replacement to the customer to address the reported issue.

Event description:
It was reported to carefusion that the ac adapter was not functioning properly. While in service, it was discovered that the unit had burnt components. This reportable issue was discovered while in service, therefore there was no patient involvement associated with this complaint.